Manufacturer narrative:
Report late due to transition from vmsr program. This report was initially reported to the FDA through vmsr report # 1416980-2020-00132. The device was manufactured between 08jan2019 and 10jan2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume infusor under infused. The expected infusion time was 48 hours; however, the actual infusion time was 72 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.